Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up in backup vvi. The battery impedance was too elevated and further troubleshooting could not be performed. The patient was stable throughout the device interrogation. Since the patient is a pacemaker dependent, the decision was made to explant the device. The device was explanted and replaced. Patient is stable and doing well.